Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the manufacturing facility and wil submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
It was reported that the device intermittently failed to give voice prompts after powering on. There was no pt use associated with the event.